Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pre-procedural device interrogation, the device was unable to program and multiple messages showing loss of communication was observed. The device was not used and no patient was involved.

Manufacturer narrative:
The reported field event of programming and communication anomaly was not confirmed in the laboratory. Temperature cycle and vibration testing were performed and no anomalies were found.